Manufacturer narrative:
Additional information : three actual used samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak test, pressure test and clear passage under water test with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the spike of two clearlink system non dehp solution sets dislodged from the bag. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.